Event description:
My eye doctor gave me a sample pair of contact lenses: "o2 optics." After wearing these only a couple of times, my eyes became completely bloodshot and my cornea became extremely scratched. It took a month to get the scratches healed. After that, my vision became blurry and uncorrectable in one eye. I was later diagnosed with a mild form of keratoconus in the left eye. The symptoms of this eye condition were never present until the damage was done by the o2 optics. I have worn contacts for 5 years and have never had any problems until wearing this contact. I have spent a lot of money correcting the damage and now my left eye may never be correctable to 20/20.